Event description:
Surgeon was using the endo gia universal stapler for a laparoscopic appointment. The stapler malfunctioned and jammed. Doctor was not able to open the stapler. The stapler would not operate. A portion of the specimen was lodged in the jaws of the stapler. Doctor had to remove the stapler and the laparoscopic port together. A portion of the specimen was removed without the protection of the endocatch bag. The stapler and a portion of the specimen was removed and taken off the field.